Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that maybe 3 months after ins was implanted, patient started having a problem where she could not turn stim up or down. Pt later said she could turn it up but not down. It was around (B)(6) 2020. She spoke with the rep (B)(6) around (B)(6) who set her up to meet with the rep (B)(6) in a lobby at a hospital in (B)(6) . He had her to put the recharger over and he was on his laptop and the rep figured it out that there was scar tissue. He did something on his computer to get rid of it. He took care of the problem and everything was fine. Additional information was received. It was reported the cause of why the patient could not turn stimulation down was unknown. It was noted typically patient's could turn stimulation down but not up if an out of range was occurring. The patient was met at the physician's office. It was noted the patient had high impedances. Programming was moved from electrodes 9-12 where there was high impedance on electrode 12 to electrodes 8-11 where there was not high impedances.